Event description:
It was reported that the customer was receiving a failed battery test with each battery that is inserted. Customer's blood glucose level was 210 mg/dl. Customer was advised to clear the alarm. Customer reported that they are trying to get new batteries. Customer was not sure if the one he had could possibly be old. Customer declined further troubleshooting. Customer will get new batteries and call back if necessary. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.